Manufacturer narrative:
Insulin pump received with no button response at bolus, escape, act, up arrow and down arrow button due to unlocked connector on lcd board. No button error alarm during testing. The asr exemption e2015043 was revoked on february 4, 2019. This event was previously reported as an asr. Additional information or analysis results regarding this event will be reported as an MDR.

Event description:
The customer reported via phone call the insulin pump alarmed button error. The customer¿s blood glucose level was unknown at the time of incident. No further details are given.